Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump emitted multiple call service 064 alarms during prime step. The reporter was unable to complete the load/prime step after tubing change and pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display. Attempt to download the history and black box failed. The pump powered on with the audible and vibratory features, and the display was not functional. Pump casing was opened and evidence of moisture intrusion was found inside the pump. The investigation was unable to conduct the functional testing due to the moisture damages. No conclusion can be drawn regarding the reported call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.